Event description:
A pt reported blood glucose results of "19.1mmol/l" and "11.1mmol/l" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20mmol/l, thereby indicating a potential malfunction of the meter in terms of precision.